Event description:
It was reported that the arrow PICC tip was trimmed and the user had no problems inserting the vasonova stylet into the catheter. However, when the stylet was to be removed after confirming successful placement, difficulty was encountered. After a few unsuccessful attempts to remove the stylet, the entire PICC line was removed from the pt and a new line was placed without issue. The clinician said about 3-4 cm into the catheter is where the stylet became stuck. A delay was reported, however, there was no death or complications to the pt as a result of this occurrence.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Follow-up report will be filed if add¿l info becomes available.